Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead exhibited a high out-of-range shock lead impedance measurement detected via the patient¿s remote monitoring system. Attempts to obtain additional information were unsuccessful. The lead remains in service. No adverse patient effects were reported.